Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the patient was observed to be in bradycardia. During follow-up, decreased sensing, increased pacing impedance and capture threshold was observed on the right ventricular (rv) lead resulting in a loss of capture. Diagnostic imaging was performed and revealed no anomalies. The issue was resolved by reprogramming the device. The patient was in stable condition.